Event description:
The customer reported that while running an hbc assay, summit sample handler delivered low sample/diluent to well d1 and no error message was generated. An engineer was dispatched to investigate the problem and replaced the plunger clamp in position 1. No death or serious injury was associated with this event.